Event description:
It was reported that the patient was experiencing pain near the device site. Follow-up revealed that the device was functioning normally but that there was a pocket revision to address the patient's report of pain. The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.